Manufacturer narrative:
In response to the event reported, a device history review was conducted for lot number 3228130. The complaint that the needle could not be retracted was confirmed from the photograph that was provided for investigation. The photo showed an insyte autoguard needle and shield without the IV catheter. The needle remained fully extended from the grip. Without the physical sample, the root cause of the damage could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. This is the only instance of this issue occurring in this production batch. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle did not retract automatically. The following information was provided by the initial reporter: needles cannot be recycled automatically.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.